Event description:
Information received indicates the bed has no head up function electrically or manually.

Manufacturer narrative:
The technician isolated the issue to a defective head hydraulic valve. He replaced the valve to repair the bed.